Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was due to the overheating of the x-ray tube. According to our experts, a problem in the tube's cooling circuit reduces the cooling capacity, which limits the tube's performance. This can be due to air entering the water circuit, reducing the efficiency of the coolant over time, or a reduced water level in the cooling system tank, reducing the effective area of the heat exchanger and the overall cooling capacity. After reviewing the available data, our system specialists consider the following possibilities are likely: the cooling system of the x-ray tube has not been filled with water as described in the instructions for use. The evaporation of water through the cooling hoses of the system was so high that it significantly reduced the cooling capacity of the system. Siemens service exchanged the tube as well as the tube cooling unit. After the replacement, the system works as intended. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.